Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc checked the subject device and the reported phenomenon was not duplicated. Based upon the investigation result there was the possibility that the reported phenomenon was attributed to the following occurrence mechanisms. The subject device was temporarily unable to communicate with the camera control unit (otv-s400) due to foreign object adhering to the electronic connector of the device. The subject device was temporarily unable to communicate with the camera control unit (otv-s400) due to foreign object adhering to the video connector socket of otv-s400.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. However, the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that about forty minutes after the start of an unspecified procedure, the endoscopic image of the subject device began to blackout irregularly. When the user cycled the power of the subject device the reported issue could not be resolved, but after five minutes later it was resolved spontaneously. The user facility replaced the subject device to another device to complete the procedure. There was no report of patient injury associated with this event. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was not duplicated.